Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: functionally identified leakage at the proximal tip of the instrument. Based on the timing of the incident, (after pressure achieved intra-operatively), as well as the location, the observations are consistent with in vivo puncture due to contact with a sharp object, such as a bone splinter.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at levels t11 and t12. During the surgery, it was reported that one of the inflatable bone tamps (ibt) was inflated to approximately 200 psi with les than 2cc volume when contrast medium began to backflow into the syringe, indicating a balloon leak. The ibt was removed from the vertebral body immediately and a new balloon was used to complete the case successfully. No patient complications were reported and there was no reported delay in the procedure. The patient was not allergic to the contract medium and no balloon fragments were left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.